Event description:
It was reported that the hotline does not go over 23 degrees. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per evaluation, found device out of calibration, broken alternating current (ac) cable's retainer, missing all four rubber protection feet and degraded front water tank cover. The complaint was confirmed. The cause was the device is out of calibration. Calibration and performed preventative maintenance (pm). Replaced front water tank cover with gasket, ac cable assembly with retainer, rubber protection feet. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.